Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered errors 32100 on the universal surgical manipulator (usm) 3. The user stated that they had attempted to restart the system, but the errors persisted. The user disabled usm3 and continued with the procedure using the remaining usms. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the proximal setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. The suj involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the proximal setup joint (suj) to perform failure analysis. In system logs, error 32100 was found confirming the reported complaint. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it functioned within specification. The unit was then installed on a patient side cart fixture test platform where the vertical brake locked up during travel thus replicating the reported event. It had log errors 31094 and 31199. Installed golden axes controller setup (acu) and through testing, verified it to be the source of the fault. The probable root cause is attributed to electrical and fiberoptic defects pertaining to the acu printed circuit assembly.